Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. No material number was provided, therefore a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had heart surgery to repair some vessels. A device evaluation showed that all sensing vectors were sensing appropriately prior to the patient leaving the operating room. At eight months postoperatively, the patient experienced an inappropriate shock due to t-wave oversensing during sinus tachycardia. There are no known additional adverse patient effects. Information would indicate the device remains implanted.

Event description:
It was reported that the patient had heart surgery to repair some vessels. A device evaluation showed that all sensing vectors were sensing appropriately prior to the patient leaving the operating room. At eight months postoperatively, the patient experienced an inappropriate shock due to t-wave oversensing during sinus tachycardia. There are no known additional adverse patient effects. Information would indicate the device remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.